Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The attachment attained a high temperature of 61.2°c which is above the iso standard. The attachment ran for only 38 seconds before ceasing to function. During disassembly and subsequent examination, it became evident that the attachment was moderately to severely worn. Also, the attachment head and cap interiors were coated with debris from worn components. Also noted during examination was lack of lubrication. All components were dry and in some cases, exhibited slight corrosion. This lack of lubrication may have caused an increase in the wear on the internal components. This wear could cause tolerances between parts to open up causing vibration and instability which, in tum could cause more friction and heat to develop as noted in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.